Event description:
It was reported that the pacemaker went to backup mode multiple times. Physician decided to explant. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to a visual and electrical incoming inspection, revealing no anomalies. The device was successfully interrogated. It was reported that during interrogation a warning message was displayed on the programmer indicating invalid memory content. Therefore the pacemakers memory content was inspected. During the inspection this observation was confirmed by an analysis of the memory content. The inspection further revealed that recurrent invalid memory content was found, leading again to the automatic activation of the safety backup mode. In general, the pacemaker is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected automatically, by design the pacemaker will activate the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. During the further course of the analysis, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. Subsequent thorough investigations of the electronic module revealed a damaged integrated circuit resulting in the clinical observation. In summary, the clinical observation was confirmed. A device analysis revealed a damage of an integrated circuit.